Event description:
Initial reporter indicated that their handheld computer would get "hung up" on the interrogate pt screen. The software in the handheld computer was 7.1 programming software. The event resolved with a hard reset of the handheld computer.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.